Event description:
It was reported the patient fell on (B)(6) 2014 and their implantable neurostimulator (ins) had not worked since. The patient had a loss of therapeutic effect and a communication problem was reported. The patient programmer or recharger was not communicating with the ins. The patient had last recharged the ins at the beginning of september and the ins usually lasted a month. The patient had gone to the hospital after the fall and they had been getting injections from their healthcare professional (hcp). The patient used the ins off and on and did not use it while driving. The patient stated that half of their lower lumbar discs were gone and the other half were almost gone. A week prior to this report, the patient had gone to see a specialist. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's "unit will not charge". If additional information is received, a follow-up report will be sent.